Event description:
The customer reported that while in use of a gynecological procedure, the field was quite wet. After a number of seals, the device stuck to tissue and would not open. Tissue around the device was cut to remove it. The procedure was completed without incident and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.